Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that the right atrial lead fractured. High thresholds were observed on both the right atrial and left ventricular leads. The right atrial lead was capped and replaced. The left ventricular lead was removed and replaced. It was also reported that the device had lower longevity due to high output. The device was explanted and replaced. No patient complications were reported as a result of this event.